Event description:
On 07/24/2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of generalized malaise. On (B)(6) 2023, the patient went to the hospital and was admitted for peritonitis. The patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count (result not provided). The patient was treated with intra-peritoneal (ip) antibiotic therapy with 1 gram of vancomycin. On (B)(6) 2023, the patient was discharged from the hospital. The patient recovering from the peritonitis event and continues pd treatments with the same cycler without any further reported issues. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was likely associated with a breach in aseptic technique during the pd exchange.